Event description:
This spontaneous case was reported by a consumer via lay press and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), infection ("major infection"), allergy to metals ("she was very allergic to nickel") and device breakage ("device was broken"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the perforation, infection, allergy to metals and device breakage had resolved. The reporter considered allergy to metals, device breakage, infection and perforation to be related to essure. The reporter commented: she wanted to inform about the consequences of this contraceptive method. A physician took her case. She had a surgery, and all the ills and diseases remained in the surgery room. At time of report she was feeling fine. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('device was broken'), perforation ('perforation'), infection ('major infection') and allergy to metals ('she was very allergic to nickel') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), infection (seriousness criteria medically significant and intervention required) and allergy to metals (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage, perforation, infection and allergy to metals had resolved. The reporter considered allergy to metals, device breakage, infection and perforation to be related to essure. The reporter commented: she wanted to inform about the consequences of this contraceptive method. A physician took her case. She had a surgery, and all the ills and diseases remained in the surgery room. At time of report she was feeling fine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality-safety evaluation of ptc. Update of event problem codes and evaluation code information. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.